Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the exact cause of the event could not be confirmed, investigation results suggest/indicate in addition to procedural factors (manipulation of the devices, post procedure intubation), patient factors (vessel calcification, tortuosity, ¿mega aorta¿) may have contributed to the aortic dissection. The reintubation due to pneumonia may have contributed to the dissection rupture and patient death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2018-01406.

Event description:
As reported by our affiliate in (B)(6) and through the (B)(6) registry, due to severe flexion and plaque of the abdominal blood vessel, the subclavian approach was chosen for the tavr procedure. Post deployment of a 29mm sapien 3 valve, following the removal of a 16 fr esheath, a dissection was observed in the subclavian artery (sca). A stent was placed to repair the dissection. Additional information indicated, an aortic dissection also occurred. It was speculated that the commander delivery system may have contributed to the aortic dissection. Information regarding the exact cause and treatment of the dissection was not provided. Post tavr, the patient developed pneumonia and required intubation. Eventually, the aortic dissection ruptured (date of the rupture was not provided). On postoperative day (pod) 23, the patient was passed away. The cause of death was reported as ¿blood vessels¿. This case was a ¿mega aorta¿ case. Per medical opinion, the causal relationship with the device was denied. The causal relationship with the procedure was affirmed.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).